Event description:
Revised - original 3500 form submitted on 09/19/07. Resubmitted due to computer programming error. Description of the event which occurred with the datascope panorama central cardia monitor station on ten days earlier at hosp. An intensive care pt with a physician order for dnr/cca -do not resuscitate comfort care- arrest- was placed on a bedside cardiac monitor called the datascope spectrum. The pt was found deceased within minutes of a bedside visual check and multiple visual reviews of his cardiac rhythm at the central station monitor. Upon review of this event, it was discovered that the volume alarm control for the external speaker on the central monitor in the nurses' station was turned down to a very low volume setting making the alarm inaudible at the central station cardiac monitor. It was also noted that the bedside cardiac monitor was silenced for the comfort of the pt and his family--an acceptable clinical practice depending on the patient's needs and condition. Subsequent actions taken: on the same day-- hospital's biomedical engineer immediately removed the bedside monitor from service and locked it in a safe place until the following morning. On the next day--representatives from datascope, hosp, and aramark downloaded the pt's history, all event alarms, and all event cardiac rhythm strips for qa purposes; external volume control at the central cardiac monitor station was "taped" to prevent movement and to ensure alarms remained audible. On the following day--a multidisciplinary root cause analysis was conducted; representatives from datascope, aramark, and hosp re-instated the use of this bedside monitor after making sure all of the lethal alarms were audible both in the pt rooms and at the central cardiac monitor station; external volume control on the central cardiac station was "set and immobilized" by biomedical; all staff were contacted and informed that the volume control was secured and to make sure the external speaker's green light was on; attempted to replace external speaker with two other speakers with no external volume control but these were incompatible with central station. On 09/13/07--datascope working up quote for the purchase of a new central cardiac monitor station with internal speakers and internal controls. -per datascope representative on 09/09/07, this datascope panorama model is no longer being sold. It was also discussed that greene memorial hosp was never alerted that this model was discontinued since our purchase and install in 02/06 and hosp was not alerted to the potential safety design flaw with the external volume control on the central cardiac station monitor being easily adjustable-. On five days prior to original date--disabled external on/off switch at central station. On one day prior to original date--representatives from greene memorial and datascope continue to discuss plans for staff education. Dates of use: 2007.